Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer stated that he was hospitalized due to diabetic ketoacidosis. The customer's blood glucose reading at the time of the report was 130 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. The prime test passed. The insulin pump alarmed no delivery on the day of the event. Nothing further was reported.